Event description:
It was reported that the patient was experiencing extended and frequent ipg charging. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.